Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/12/2015 with the following findings: the pump history showed a rf timeout warning on (B)(6) "2105" at 13:11; a partial bolus was delivered due to the warning. This was immediately followed by a fully delivered bolus at 13:14. The bolus totals in the bolus history were consistent with bolus totals in the total daily dose history at time of the reported issue. The pump successfully performed a 10 u audio bolus and 10u normal bolus. A 10u bolus was fully delivered from a test meter to the pump. All boluses were accurately recorded in the pump bolus history and bolus tdd history correctly showed 30.0u. No hypersensitive keys observed on the keypad. The pump was exercised for 24hrs with a 1.0u/hr basal rate; at end testing the basal history correctly showed 1.0u and tdd showed 24.0u. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump's history wasn't accurately recording insulin deliveries. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.